Event description:
Hcp reported the patient presented with increased spasticity. A bolus through the pump was not effective in reducing the spasticity, but was through the access port. The pump was replaced in 2002 as a malfunction was suspected. Since the pump replacement, the patient continues to have intermittent episodes of spasticity. With a bolus, the paitent feels better. The manufacturer's rep was contacted and suspects possibly a pinpoint hole in the catheter. The hcp has opted to continue with boluses as long as they are effective, to avoid putting the patient through a catheter revision at this time.